Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central station on tower 2 began continuously restarting while in use with no intervention from the user. No injury was reported as a result of this event.

Manufacturer narrative:
This record 3010157426-2016-00094 was discovered to be a duplicate filed in error. Spacelabs considers this report final and the issue closed.